Manufacturer narrative:
The reported events were dislodgement and insulation damage were not confirmed. The reported event of ¿insulation had come off of the lead¿ was confirmed. A partial lead was returned in three pieces. The connector portion measured 13.5 cm, the middle portion measured 14.2 cm (only the outer insulation and outer coil), and the distal portion measured 18.3/ 38.2/ 47.2/ 48.9 cm (outer insulation / stretched outer coil / inner insulation / inner coil). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead extraction. An x-ray and fluoroscopy revealed that the right atrial lead had dislodged. It was also noted that the insulation had come off of the lead. The lead was removed and replaced. The patient was stable.